Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation and failure to cycle were confirmed. The entrapment and difficult to advance are related to case conditions and cannot be replicated in a lab environment. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect of foreign body in patient is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned analysis of the returned suture indicates a successful deployment; therefore, the suture is likely from the preclose device. The failure to cycle is likely in a post close situation with a large sheath. In this case, a posterior cuff miss occurred. Closure of the foot likely captured tissue or the prior placed suture leading to the entrapment and the foot separation. The cut of the suture was intentional to release the suture. The cut was in the loop which normally would be inside the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 16fr sheath prior to an interventional non-abbott heart pump device insertion procedure. Reportedly, during advancement, resistance was noted and a cuff miss [suture retrieval issue] occurred. An attempt was made to remove the device; however, resistance was noted. The device was surgically removed, the pre-close technique was abandoned, and the non-abbott heart pump insertion procedure was completed. It was noted upon device removal that the posterior foot was missing. The separated foot is still within the patient anatomy. Hemostasis was achieved with manual compression. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.